Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for the presence of the anti-coagulant, heparin, and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was clotting. The following information was provided by the initial reporter and translated to english. The customer stated: the device was "shake well after the blood was drawn, and sent to the laboratory within 5 minutes. It is found that the blood has coagulated and could not be detected. The blood needed to be drawn again."